Event description:
It was reported that a spectrum pump does not recognize a closed door. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom does not recognize a closed door, caused by a loose upper link screw. The link screws were replaced to correct this condition.